Manufacturer narrative:
The reported difficult to remove from the anatomy could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All information was investigated, and the reported difficult to remove from the anatomy (clip becoming caught on chordae) appears to be related to user technique/procedural circumstances and due to the clip getting inadvertently moved by the user. Unspecified tissue injury (chordal rupture) appears to be related to difficulty removing the clip from anatomy and is therefore related to procedural conditions. Tssue damage/injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. An ntw clip was inserted and advanced into the left ventricle (lv). However, while in the lv, the clip was inadvertently moved, causing it to become caught in the chordae. Troubleshooting was performed and the clip was successfully removed from the chordae. However, it was observed that a chordal rupture occurred. The physician decided to remove the clip. An xtw was deployed to address the flail and an nt was placed laterally as well. Mr decreased to a grade of 1-2. There was no clinically significant delay in the procedure. No additional information was provided.